Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the automated impella controller (aic) had a system self-check failure during setup. The console was replaced with no harm to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The console logs showed a communication issue with the pump motor driver (pmd) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The console was tested on the lab bench, and the reported issue was reproduced. Upon bootup, the console rebooted automatically and displayed the "system self check failure" screen. Initially, while investigating, found that the bat2 was not charging, while light emitting diode 1 and 3 were flashing, indicating a pf status. Additionally, the battery status was verified using the batttest, confirming that the bat2 battery was in a discharged state. Further investigating found that the power battery manager (pbm) was defective and most likely failed to provide nominal 20 volt to power pmd circuitry (impellatronic pca) which led to a drop in communication. A new battery was used with the pbm, and while the battery initially charged, it displayed the same pf status after about one minute. Both the pbm and batteries were replaced with good ones and the aic ran with pump without any issues. The root cause of the system check failure was determined to be a defective power battery manager board.